Event description:
It was reported to boston scientific corporation on may 12, 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted to treat a cholecystitis during an endoscopic drainage procedure performed on (B)(6) 2022. During the procedure, the device was advanced into the gallbladder; however, there was difficulty and the stent was unable to deploy. Another attempt to deploy the stent was performed and the first flange got deployed outside the cyst. The stent was partially deployed on the delivery system when it was removed from the patient. The procedure was completed via alternative method. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was contaminated and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.